Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not alarm with low battery alert prior to replace battery now alarm as well as power error detected alarm. The customer¿s blood glucose level was 6.5 mmol/l at the time of the incident. Troubleshooting was performed. Customer state this is the second occurrence of replace battery now without a low battery warning. Customer states the battery cap is not loose, cracked or damaged. The insulin pump will be return for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump trace download analysis confirmed the pump alarmed low battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery alert and replace battery now alarm due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly.